Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, while using the device the tip of it started on fire. The surgeon immediately stopped using the device and the fire went out. The fire did not affect patient tissue. There was no patient injury.